Manufacturer narrative:
Device evaluated by MFR: synergy xd mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. There was no stent returned. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were evident on exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues were noted.

Event description:
Reportable based on device analysis completed on 14-dec-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified middle right coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent detachment.